Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was chosen for procedure. After deployment of the device during procedure, it was noted via echocardiogram that there was a large pericardial effusion. The device was successfully implanted. A pericardial tap was performed, but the effusion grew larger and did not subside. The patient was sent to the operating room for removal of the amulet occluder and surgical repair of a medial rupture wall of the laa. The patient status was reported as stable.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was selected for implantation using a 14f amplatzer amulet delivery sheath. During the procedure, the patient's activated clotting time (act) level was over 400 seconds, and heparin was administered. During deployment of the device, there were three manipulations of the device. The device was successfully implanted. It was then discovered via echocardiogram that there was a large pericardial effusion on the mid left atrial appendage. A pericardial tap was performed, but the effusion grew into a cardiac tamponade. The patient was emergently sent to the operating room and was given a blood transfusion. The occluder was explanted, and the left atrial appendage was successfully repaired. It is believed that the effusion was possibly caused by the triangle to lobe configuration or the transseptal puncture. The patient status was reported as stable and discharged.

Manufacturer narrative:
An event of pericardial effusion leading to cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The root cause of the pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.